Event description:
It was reported during primary surgery, the doctor was placing a cannulated screw in medial epicondyle. When he was tightening the screw, he noticed there was a foreign object, the doctor did not know if it was the tip of the screwdriver, piece of wire or distal piece was also coming off. No florigen items left in patient. A different screw was used. There was no issue with the screwdriver.¿

Manufacturer narrative:
The reported event of the stuck and broken cannulated screw could be confirmed. Based on investigation and on the consultation of a stryker r&d member, the root cause was attributed to a user related issue. The failure mode was very likely caused by a contact of the screw with dense bone in a tangential direction. This caused a deviation of the screw and a bending of the guide wire, thus resulting in damage to the screw and in a consequent lock of the two devices. The visual inspection revealed that the received device was evidently damaged, as it presented some cracks at its tip. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
It was reported during primary surgery, the doctor was placing a cannulated screw in medial epicondyle. When he was tightening the screw, he noticed there was a foreign object, the doctor did not know if it was the tip of the screwdriver, piece of wire or distal piece was also coming off. No foreign items left in patient. A different screw was used. There was no issue with the screwdriver."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.